Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was not detected on bus. Initiated reboot sequence but unable to resolve, the whole drawer was now affected by the error. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height drawer 1.2 had no pockets detected on the bus. A field service engineer discovered that the row board cable had been disconnected at the drawer controller board. The fse reseated the row board cable, after which the customer tested the station and confirmed satisfactory operation. The system functioned as intended after the field service engineer repaired the device.